Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on dual antiplatelet therapy (dapt) 75 mg clopidogrel and 81 mg aspirin once a day. During a routine 45-day follow-up computed tomography (CT) scan, a device related atrial-sided, laminar, non-mobile thrombus was noted. The patient will start on eliquis 5mg twice a day and discontinue clopidogrel and a repeat CT will be performed in 4 to 6 weeks.